Event description:
The complainant alleged that while attempting to monitor a pt being treated for cardiac arrest, the device shutdown after 2 minutes of use. They replaced the battery and the device shutdown again. The complainant indicated that the pt subsequently expired but did not indicate that the product malfunction was related to the pt's outcome.